Manufacturer narrative:
The customer technical support (cts) directed the customer to reseat the float switch cable and then home the instrument. Per the customer, the error messages went away. A field service engineer (fse) was dispatched and performed service on the instrument. The fse found a hole in the cap piercer peri pump tubing. The fse replaced the tubing and primed. The fse also observed a leak at the wash concentrate canister and determined that a fitting was loose. The fse replaced the fitting and primed the instrument. The fse performed qc and no further errors or leaks were observed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating hydro switch errors and "wash concentrate canister did not fill in time" messages. Customer also reported that the wash concentrate canister had leaked and crusted around the cap and the float switch cables. The customer also reported that the autogloss was not being delivered. No injury or operator exposure was reported in this event.